Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported monitoring disruptions during defibrillation. We are in the process of obtaining additional information from the customer regarding patient involvement.

Event description:
The customer reported monitoring disruptions during cautery use and defibrillation. During an angiogram of the coronaries with angioplasty and stenting, the patient went into ventricular fibrillation (v-fib) and had to be defibrillated twice. The flex cardio device was in-use during the time of the incident during the first defibrillated shock, the flex cardio stopped working. The customer indicated they rebooted the flex cardio to resolve the issue. A philips field service engineer (fse) went to the customer site and was unable to confirm the flex cardio failure as reported, therefore we are considering this to be a malfunction of cause unknown. The device passed all functional testing and was returned to service.